Event description:
A 25mm amplatzer cribriform occluder (aco) was implanted (B)(6) 2010. Approximately one year later, the aco was reportedly explanted due to a suspected nickel allergy. Limited information was provided. (Note, the (B)(6)2011 event date/explant date is unconfirmed.)

Manufacturer narrative:
Sjm could not evaluate the product involved in this event since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The cause of the reported event remains unknown.